Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that one year and four months post implant of this bioprosthetic valve, the valve was explanted and replaced with a non-medtronic valve. The reason for replacement was reported as calcification and that the valve was "smaller". An aneurysm was present in the ascending aorta and was also repaired during the case. No additional adverse patient effects were reported.